Event description:
It was reported that a patient underwent a lap appy procedure in (B)(6) 2025 and suture was used. Per user facility medwatch form, mw (B)(4), during a lap appy procedure, broke during surgery. The knots unraveled, almost looked like it popped, broke. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint:(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was provided. Additional information provided from account contact: item number is ez10. There are two different lot numbers on the field. Lot #aw2952 or aw1734. Not sure which one broke. I normally use them (B)(4) of the time for my lap appys. I used them on 2 cases yesterday and had issues with them. Potential lots: aw2952 or aw1734.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch aw2952 batch aw1734 a manufacturing record evaluation was performed for the finished device lot number aw2952, ez10g03, and no non-conformances / manufacturing irregularities were identified. Manufactured date: 1/27/2025. Expired date: 12/31/2029. UDI:(B)(4). A manufacturing record evaluation was performed for the finished device lot number for aw1734, ez10g03, no non-conformances / manufacturing irregularities were identified. Manufactured date: 12/3/2024. Expired date: 11/30/2029. UDI: (B)(4).